Manufacturer narrative:
The ge service rep conducted an onsite investigation. The broken wire in the high voltage cable was repaired. The system was tested and operates as intended.

Event description:
The customer reported that the system displayed a collimator iris error message. No pt injury was reported.